Event description:
Technician alleged the bed had intermittent siderail operations on the pt right siderail. No pt impact.

Manufacturer narrative:
The technician found the siderail cable was worn and moister on the caregiver board. The technician replaced the siderail cable and the caregiver board to resolve the issue.